Event description:
The customer reported via phone call that she had a high blood glucose of 600 mg/dl and called 911. Customer's blood glucose was 620 mg/dl at the time of the incident. Customer's current blood glucose was 300 mg/dl. Customer felt thirsty as a result of high blood glucose. Customer was hospitalized with diabetic ketoacidosis on (B)(6) 2015. Customer stated that the pump was not delivering insulin. Customer was wearing the pump at the time of the hospitalization. Customer does not have her infusion set and reservoir anymore. Customer was explained that patterns should not be turned on unless approved by the health care professional. Customer turned the patterns off. Customer is still at the hospital. Customer was advised to call back when she returns home for further troubleshooting. Customer received a full bolus amount that day but no basal delivery was showing in daily totals. It was found that the customer had selected patterns accidentally.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.